Event description:
A remstar auto a-flex w/sd card, int device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted multiple error codes, dirt in the device, and issues with the lcd screen. It was also noted that the main pca needed to be replaced. The device was scrapped at the customer's request by the service center after the evaluation was completed.